Manufacturer narrative:
Complaint could not be confirmed by investigation as no samples nor pictures was provided by the customer. Testing was not conducted for the investigation. If the product is returned at a later date, this complaint will be reopened for further investigation. A device history review (DHR) found no non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was a malfunction/leaking set recently. The leaking occurred where the spike met the tubing where you spike the blood product. They were not able to save the tubing since it had blood product within the line. There was no medical intervention required. The outcome was resolved; a new tubing was used. There was a patient involvement, and no patient harmed.